Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly with a dislodged bypass tube was returned for evaluation. Visual inspection revealed that the bypass tube was found to be dislodged, the anchor was completely exposed, and collagen and tamper tube were completely released from the carrier tube. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. No other visual anomalies were noted. The ID of the bypass tube was measured and found to be 0.092'' which was within the manufacturer specifications. The complaint could be confirmed for the bypass tube detachment upon investigation. No visual anomalies such as deformation were noted with the anchor, and bypass tube. The likely cause of the issue could be the user pulling the carrier tube from the pouch without completely opening it, which may result in the dislodging of the bypass tube within the pouch. No conclusion can be drawn as to the cause of the dislodged bypass tube since the poly foil pouch was not returned. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the angio-seal device, it was already out of the sheath and appeared to be deployed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. Section g3. Date received by manufacturer was inadvertently initally submitted as 04-feb-2021; however, the correct g3. Date of the inital report is 03-feb2021.